Event description:
The holmium fiber broke while bending with the olympus scope. The fiber broke 6-7 cm away from the distal tip inside the scope. A fiber break inside the scope would cause no pt harm. The fiber was not returned to the manufacturer for investigation. The lot number was not provided, so the device master record could not be reviewed. This complaint cannot be confirmed at this time with the info provided by the customer. This incident occurred in (B)(6).

Manufacturer narrative:
Dornier medtech america, inc (the importer) is submitting the report on behalf of dornier medtech laser (B)(4) (the manufacturer per exemption number (B)(4)).